Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; the meter does not display anything to suggest it is charging when it is plugged in to a power outlet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.